Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the broken tip was retrieved with a specified tool. The intended procedure was competed with a different probe with no pt injury reported. It was unk whether the broken tip had any sharp edge or not. The device referenced in this report was not returned for eval. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus was info that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the tip of the subject device was said to have been broken off during the coag cycle. There was no pt harm reported.